Manufacturer narrative:
Plant investigation: a sample was returned to the manufacturer for physical evaluation. The sample was received from the customer without original packaging. The complaint sample was disinfected. No issues were noted during disinfection. During visual inspection a separation between the clic blood chamber and the din connector was identified and solvent could be partially observed in the clic port. During the visual inspection with the microscope, no visible damage could be observed on the involved parts but it was found that there were sections of the port with out solvent. Additionally a dimensional test was performed, according to the results provided, the measures of the port are between spec, however, this test could not be performed to the din connector since it has been manipulated and the results won¿t be reliable. Probable causes for this improper assembly failure include dispensers not appropriately working in the assembly process (i.e. Occluded bushing drain, solvent pump), unqualified operator, unclear work instruction, bushing diameter, solvent application technique, wrong solvent or incorrect solvent mix, lack of solvent in dispenser, out of line mismatch, incorrect parameters., equipment not calibrated or malfunctioning, container with wrong identification, or the solvent from din connector did not dry completely. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported issue was confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak occurred with the combiset smartech bloodlines when the crit-line "exploded off causing blood to go everywhere." Additional information was obtained during follow-up with the clinic manager (cm). The patient's treatment had ended and their blood was in the process of being rinsed back when the reported event occurred. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) is approximately 150 ml. Upon closer inspection of the bloodlines the cm stated that it appeared there was not enough glue to keep the crit-line attached to the bloodlines. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak occurred with the combiset smartech bloodlines when the crit-line "exploded off causing blood to go everywhere". Additional information was obtained during follow-up with the clinic manager (cm). The patient's treatment had ended and their blood was in the process of being rinsed back when the reported event occurred. The patient did not experience a serious injury or require medical intervention. The patient's estimated blood loss (ebl) is approximately 150 ml. Upon closer inspection of the bloodlines the cm stated that it appeared there was not enough glue to keep the crit-line attached to the bloodlines. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.